Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump has cracked case at display window corner and cracked battery tube threads.

Event description:
Customer reported the insulin pump was not working. Customer stated the device it alarm an error for the battery. Customer had to change the battery three times. Customer was able to bolus. Customer stated that when she was attempting to enter her carbohydrates the numbers kept scrolling. Customer pressed the esc button and the device alarmed button error. Customer's blood glucose was 170 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.